Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small left saccular middle cerebral aneurysm measuring, the coil broke inside the catheter. It was reported that the physician noted difficulty in advancing the coil through the microcatheter, therefore decided to withdrew the coil and realized that it was broken in at distal part. The procedure was completed successfully without further complications. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation. Type of follow up - device evaluation. Device evaluated by manufacturer. The device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was detached from the pushwire and missing. The microcatheter was not returned. The pushwire was found broken into two separate segments but retained together by the release wire. The tack weld replacement (twr) crimps were intact. The distal segment of the pushwire was intact distal to the break indicator at the manual detachment location (via hypotube). During evaluation, the release wire was pulled out from the broken location for evaluation of the coin. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation it is likely that the break in the pushwire with the release wire pulled back caused the implant coil to detach within microcatheter as reported. It is possible that pushwire became inadvertently broken as the attempted to push the coil through the microcatheter against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Follow up was conducted to find out the location of missing implant coil and catheter. A response was received confirming the correct device was return. No other information was available. Per the axium coil instructions for use (IFU): warnings: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching." Also, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the micro catheter. Determine the cause of resistance and remove the system when necessary.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.